Event description:
It was reported that the insulin pump would trigger threshold suspend without any previous alerts. The customer stated that this was a previous issue and they have stopped using the sensors. The customer could not recall their blood glucose value at the time of the incident, but their most recent blood glucose was 255 mg/dl. The alert type was set to beep in the insulin pump. The self test passed. Then, the customer stated that the insulin pump did alarmed when threshold suspend was triggered, but a warning was never sent when the customer's glucose levels were going low. The customer was advised that this was a different feature called predict low. The customer stated that they had programmed the feature on their own. There were big difference between the sensor and the blood glucose levels. The sensor glucose was 55 mg/dl but the suspend threshold limit was set to 60 mg/dl. By the end of the phone call the customer's blood glucose was 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).